Event description:
In 2007, the patient complained of a sudden worsening of their health. Further investigation found no telemetry on the left side. The device was replaced. Battery depletion was reported to the manufacturer.

Manufacturer narrative:
Final device analysis results revealed broken welds at the bondwire pads.